Manufacturer narrative:
Patient age at time of event is currently unknown as information was not provided. It is currently unknown if initial reporter is a health professional. (B)(4). The event is currently under investigation.

Event description:
During an unknown procedure on a female patient of unknown age, the tube broke. A nephrostogram was performed and the catheter was cut and removed over a wire. A new 8.5 fr catheter was placed and a loop was formed in the renal pelvis. A section of the device did not remain in the patients body. No harm to the patient and no additional procedures or intervention was required due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of complaint history, device history, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications was conducted during the investigation. Although we were initially advised the product would be returned, the device was not returned to assist in the investigation. The device is packaged with IFU which gives device description, intended use, contraindications, warnings, precautions, an instruction for placement, and use and maintenance of drainage catheters. A search of incoming quality control records revealed no rejections or nonconformance noted. There is no evidence to suggest that the device was not manufactured to specification. After review of manufacturing records and review of detection and control measures, without return of the complaint device, we are unable to draw a conclusion regarding the issue reported by the customer. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
During an unknown procedure on a female patient of unknown age, the tube broke. A nephrostogram was performed and the catheter was cut and removed over a wire. A new 8.5 fr catheter was placed and a loop was formed in the renal pelvis. A section of the device did not remain in the patients body. No harm to the patient and no additional procedures or intervention was required due to this occurrence. Additional information provided per district manager- "the shaft cracked. The physician was able to remove it accordingly since the piece was not fully detached."